Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 because the patient had some discomfort and was not satisfied with their vision. The icl was exchanged for a toric icl which resolved the problem. The patient's bcva was 20/20.

Manufacturer narrative:
Event problem: patient: (B)(4) - surgical procedure, secondary surgery, (B)(4) - discomfort, (B)(4) - (patient not satisfied with vision), device: (B)(4) - explanted. Device evaluated by manufacturer? Lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - refractive surprise in this case is due to the surgeon's choice of lens (spherical instead of toric) when planning for treatment of this patient's refractive error which included mild to moderate astigmatism. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of the event is due to the surgeon's choice of lens (spherical instead of toric) when planning for treatment of this patient's refractive error which included mild to moderate astigmatism. (B)(4).